Manufacturer narrative:
No hospital/medical records have been made available to the manufacturer. As the lot number for the device was not provided, a review of the device history records could not be performed. The device has not been returned to the manufacturer for evaluation to date. The investigation of the reported event is currently underway. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported in an article in the (B)(6) society of radiology that a data collection performed over a ten-year period (2004-2014) identified 12 unsuccessful filter retrieval procedures were performed due to unable to retrieve the filter, filter tilt or filter limb perforation of the ivc wall. No other specific patient, device or medical information was provided leading up to or surrounding the event. The current patient status was not provided.

Manufacturer narrative:
Manufacturing review: as the lot number for the device was not provided, a manufacturing review could not be performed. Investigation summary: the device was not returned for evaluation. However, images were provided and reviewed. The image identifies one tilted filter; however, the identity of the filter could not be determine. Therefore, based on the provided image, the investigation is confirmed for filter tilt. The investigation is inconclusive for the alleged retrieval difficulties and perforation of the ivc wall. Based upon the available information, the definitive root cause is unknown. Labeling review: the current IFU (instructions for use) states: snf potential complications: migration of the filter. This may be caused by placement in oversized venae cavae greater than 28mm, or large migrating thrombus dislodging the filter from its deployed position. Perforation of the vena cava wall by the legs of the filter. Rnf: warnings/potential complications: movement or migration of the filter is a known complication. This may be caused by placement in the ivc's with diameters exceeding the appropriate labeled dimensions specified in the IFU. Perforation of other acute or chronic damage of the ivc wall. G2/g2 express/g2x/meridian/eclipse/denali: warnings/potential complications: movement, migration or tilt of the filter are known complications of vena cava filters. Perforation or other acute or chronic damage of the ivc wall, filter tilt, filter malposition. Note: it is possible that complications such as those described in the "warnings", "precautions", or "potential complications" sections of this instructions for use may affect the recoverability of the device and result in the clinician's decision to have the device remain permanently implanted. Journal citation: tse, g., cleveland, t., & goode, s. (2017). Ten-year experience of retrievable inferior vena cava filters in a tertiary referral center. Diagnostic and interventional radiology, 23, 144-149. Doi:10.5152/dir.2016.16022.

Event description:
It was reported in an article in diagnostic and interventional radiology titled 'ten-year experience of retrievable inferior vena cava filters in a tertiary referral center' that a data collection performed over a ten-year period (2004-2014) identified 12 unsuccessful filter retrieval procedures were performed due to unable to retrieve the filter, filter tilt or filter limb perforation of the ivc wall. No other specific patient, device or medical information was provided leading up to or surrounding the event. The current patient status was not provided.